Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a fingerstick blood glucose of 315 mg/dl, in the context of a previously observed ¿insulin stopped¿ alert and a subsequent sensor connectivity issue; the user completed a supply change earlier and then connected to a new sensor with pairing confirmed, and the agent provided troubleshooting and education. Symptoms included dizziness. Outcomes included no reported hospitalization and continued monitoring with follow-up. Investigation included remote troubleshooting, education on system use, and guided reconnection to a new cgm sensor. Investigation of this case revealed no confirmed device malfunction; the event was consistent with hyperglycemia of unclear cause in the setting of an earlier insulin delivery stop alert and absence of cgm connectivity until re-pairing, which could contribute to suboptimal insulin dosing guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.